Event description:
Patient was reported to be seizing constantly after vns generator replacement. Seizures were noted to have been well controlled prior to replacement. No additional relevant information has been received.